Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. : customer states she received a battery out limit alarm on her pump and has changed the battery out and states now her pump will not power on. The customer was assisted with troubleshooting and the display did not return. Customer states the contacts on the battery cap are not missing or damaged. Customer states battery compartment is neither damaged nor corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, operating currents, selftest, off no power and unexpected alarm error test. No blank display and no battery out limit alarm noted. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.